Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025 the user's caregiver reported that the user experienced blood glucose (bg) fluctuations after eating pasta for dinner, a food the user typically does not consume. The meal caused prolonged hyperglycemia (bg 263 mg/dl for approximately four hours). The ilet corrective algorithm subsequently brought the user back into range, but several mild hypoglycemic episodes followed overnight and into the morning, the lowest bg recorded being 57 mg/dl. The user treated the low with juice every 15 minutes until stabilized. By the time of the call, bg was 91 mg/dl and stable. The agent reviewed meal announcement best practices and advised that higher-fat or complex-carbohydrate meals (like pasta) should be announced using the ¿more than usual¿ meal option to better match insulin timing and absorption. No external assistance, or medical intervention occurred.